Event description:
A rep from the physician office reported a female pt had essure implanted on (B)(6) 2013. The rptr stated that they had trouble deploying the coil. After essure insertion, the procedure was checked and it appeared to be successful. However, the pt developed an abscess (quite ill) and the coil was through the tube. The pt underwent a hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.